Manufacturer narrative:
H.6. Investigation summary: bd was unable to verify the reported issue that the catheter broke. The provided picture seems as the vialon is fitted in the adapter, according to the characteristic it can be inferred that there was a cut of the catheter during removal. For a thorough investigation it would be necessary the presence of the sample for a more detailed analysis. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the catheter presented a fracture of the catheter and the fractured part got inside the patient's vein, at this time the catheter was not been removed, at this time the final outcome is not known. The patient is hospitalized and receives anticoagulant, she was evaluated by the vascular team. The doctor decided not remove the part of the catheter that got inside the patient. The patient has been discharged from the hospital.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the catheter presented a fracture of the catheter and the fractured part got inside the patient's vein, at this time the catheter was not been removed, at this time the final outcome is not known. The patient is hospitalized and receives anticoagulant, she was evaluated by the vascular team. The doctor decided not remove the part of the catheter that got inside the patient. The patient has been discharged from the hospital.